Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the cuvettes on the immage immunochemistry system were overflowing and not draining. Customer indicated that patient samples started giving reaction errors e60, e66 and loop errors e76. Customer reported that qc (quality control) results were in range before the incident. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cuvette drain and main vacuum filters.